Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the clinic stated that the pt had complained that the performance of the device had deteriorated rapidly over the past week. There is only a very weak output from the speech processor which is distorted and occasionally there is no output at all. The pt had 3 falls prior to (B)(6) 2012 and on at least one occasion he was known to have banged his head. It is not known how hard or where on his head the contact was made. A few weeks after this incident he noticed that his perception of sound was reduced and distorted.